Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented in the clinic after receiving high voltage therapy. A merlin.net transmission detected bigeminy which showed the rate toggling between the vt zone and the vf zone. The patient received one shock. Programming changes will be performed to remove the monitor zone. The patient is being managed medications to reduce the amount of pvcs.